Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on distal rows 1 to 6 were damaged; crushed and stretched. The undamaged proximal section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. The device was left to soak in water-bath. After soaking, the balloon was inflated to rated burst pressure no issue, the stent deployed and deflation time was 12 seconds. This result is within specification. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2018. A 28 x 2.75mm promus premier¿ drug-eluting stent was received with no issues reported. However, returned device analysis revealed distal stent damage.